Event description:
No issue was alleged. During serving of an imaging system it was discovered that the standalone board fried causing some other parts internally to no longer function. There was no patient present at the time of the event. It was reported that the representative (rep) replaced the power enclosure and power tray and upon powering up the system noticed a burnt smell coming from the system. Upon further inspection of the stand alone board it was discovered there were burnt resistors and capacitors. Likely cause is that the it was bad at install/out of box failure. No burnt smells were noticed prior to replacing the components.

Manufacturer narrative:
H3: the system was serviced in the field and failed imaging modalities (2d). The standalone board was not functioning correctly due to a faulty bad at install/out of box failure power enclosure/power try combination. Some components on board were burnt. The stand alone board was replaced which resolved the failure. The system passed all other checkouts. Codes 10, 4203 and 4307 are applicable to this system checkout. H2: additional information was received and section b5 has been updated. H2: the fdd code in h6 has been corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the standalone board fried causing some other parts internally to no longer function. There was no patient present at the time of the event. *this was found after installing parts in relation to case (B)(4).*